Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that a patient implanted with a powerlink device in 2011 presented recently with an endoleak type iiib. A message was received from dr. (B)(6), a vascular surgeon, regarding a patient implanted in (B)(6) with a powerlink device in 2011 that presented with a type iiib endoleak. The physician is planning a re-intervention at a later date to re-line the stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.